Event description:
It was reported that a wire detachment occurred. A comet ii pressure guidewire was used to measure pressure in the kidney. The patient was being treated for stone disease using endoscopic combined intrarenal surgery (ecirs) approach with a nephoscope via percutaneous approach. A thulium laser fiber was being utilized with a flexible ureteroscope placed retrogradely simultaneously. During the procedure, the thulium fiber laser was being used for lithotripsy and the comet ii pressure guidewire pressure readings were being monitored and the site research coordinator noticed that the readings had stopped. The physician noticed that the device was damaged and was suspected to be hit by the laser energy and fragmented the comet ii pressure guidewire in two places. A zero tip retrieval basket was used through the flexible ureteroscope to capture and remove the fragments. The procedure was completed without use of another comet ii pressure guidewire. No patient complications were reported, and the patient was fine after the procedure.